Manufacturer narrative:
Updated fields: e1 (initial reporter, event site email), g1 (contact person ¿ mfg site), h6 (health effect ¿ impact codes).

Event description:
It was reported by fse (field service engineer) that cs300 intra-aortic balloon pump (iabp) has inspection of unit. Unit does not have battery back up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse), intra-aortic balloon pump (iabp) has inspection of unit. No one was harmed onsite.